Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.6 failed to open. User stated the drawer did not react when attempted to recover storage space. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 14930556 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controller board for matrix drawer had failed, which caused the drawer to not open. The field service engineer (fse) replaced the faulty controller board, and the drawer issue was resolved. The system functioned as intended after the field service engineer repaired the device.